Manufacturer narrative:
The product was discarded at the hospital and will not be returned for analysis. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. These catheters are typically inserted in patients who are either bradycardic or are undergoing a diagnostic procedure and need to be temporarily paced. They can also be placed emergently when a patient is experiencing hemodynamic instability. Therefore, a delay in pacing may cause prolonged periods of bradycardia or hypotension, which has the potential to be associated with poor patient outcomes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that post-op tavr procedure on a (B)(6) patient, the patient had episodes of decomposition requiring re-intubation and resuscitation. During this timeframe, a 7-french swan ganz catheter was placed and a 4-french unipolar pacing catheter was placed through the side port in the swan-ganz catheter. The day after swan ganz placement, the pacing catheter began to malfunction and since the patient no longer demonstrated bradycardia or complete heart block, pacing was discontinued. It was determined that the patient had a small pulmonary embolus and an enlarged gallbladder which was felt to be a possible source of sepsis. Subsequently, the patient's condition continued to deteriorate and the family decided to withdraw care. The patient was extubated and expired.